Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was climbing through a fence on sunday evening and heard a pop noise. Shortly after, the customer's foley catheter had fallen out. The customer examined same and found the balloon on the end of the catheter had ruptured. The customer then phoned the home care office the next morning and reported same to the home care nurse. The customer came to the office and had same reinserted. No apparent harm reached the patient. The impact of the incident was patient was unable to void. The patient required unexpected or prolonged care.

Event description:
It was reported that the customer was climbing through a fence on sunday evening and heard a pop noise. Shortly after, the customer's foley catheter had fallen out. The customer examined same and found the balloon on the end of the catheter had ruptured. The customer then phoned the home care office the next morning and reported same to the home care nurse. The customer came to the office and had same reinserted. No apparent harm reached the patient. The impact of the incident was patient was unable to void. The patient required unexpected or prolonged care.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.